Event description:
Sharplan yag laser #3100 was brought into the operating room. Standard pre-patient safety test of the laser was done, with laser functioning. Intra-operatively, the laser did not generate any power and the yellow beam on the unit was flashing. However, the display mode did not indicate any malfunction. Physician commented that "it doesn't sound right . . . It shouldn't be hissing." The sharplan device was turned off and disconnected from the power source. The slt yag laser unit was brought in, connected, and turned on but the display panel did not light up. Therefore, directions were unable to be followed. The laser procedure was cancelled; manual biopsies of bronchial mass via bronchoscope were performed. Attempted to contact vendor using number on the sharplan unit. No emergency after hours was indicated on the voicemail and no operator answered.